Manufacturer narrative:
Our eval is not yet complete. A follow up report will be submitted when eval is complete.

Event description:
Welch allyn customer reported that their ups (uninterruptible power supply) failed to provide backup power to their acuity central station. This resulted in a temporary inability to centrally monitor pts; however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.